Event description:
I was a user of the amo complete moisture plus contact solution. I started using it in 2007 and had a reaction or terrible eye infection the next month. I had redness and swelling of both of my eyes, watering of the eyes and extreme light sensitivity. Lot # zb03722 exp. 2008/08. I was given a prescription of tobradex eye drops and that relieved my symptoms after 2 or 3 days. Dose or amount: rinse each contact daily. Dates of use: 03/01/2007 - 04/20/2007. Diagnosis or reason for use: to clean contacts. Event abated after use stopped: yes. Tobradex eye drops. One drop to each eye every 6 hrs for 1 week. Treatment was in mid spring.